Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative:. G4: device is not distributed in the united states but is similar to device marketed in the USA h3, h4, h6 visual analysis of the returned sample revealed that the tip of the cannscr ø4.5 self-drill l42/14 tan gold was observed broken and scratches were noted on the head, the fragment was not received. No other issues were identified. Embedded condition of the fragment cannot be confirmed as x-ray images were not provided. A dimensional inspection for the cannscr ø4.5 self-drill l42/14 tan gold was not performed due to post manufacturing damage. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the cannscr ø4.5 self-drill l42/14 tan gold would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed? The following source controlled drawings reflecting the current and manufactured revisions were reviewed: - cannulated screw 4.5*xx/xx hex sd se_390635 rev. D (current and manufactured) dimensional inspection: n/a h4, h6 part number: 414.542 lot number: 487p621 manufacturing site: mezzovico release to warehouse date: 08 nov 2021 a manufacturing record evaluation was performed for the not sterile finished lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D9 g1.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d9: complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. E1: initial's reporter's address: (B)(6). H3, h6: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in costa rica as follows: it was reported on (B)(6) 2023, that during a patella fracture surgery with cannulated screws of diameter 4.5, the doctor places the guides and makes way with the corresponding cannulated drill bit, requests a screw length of 42, and places it manually by means of the guide. Once the screw was inside the bone, it was fatigued and fractured at the beginning of the thread, leaving the whole threaded part inside the patient. The patient did not present complications in his state of health; a foreign body (a metallic fragment) will remain inside his bone. The surgery was delayed for 10 minutes due to the related event. The procedure was successfully completed. Fragments were generated but were not easily removed. The threaded part of the screw could not be removed from the patient. Concomitant device reported: unk- drill bits: trauma (part# unknown; lot# unknown; quantity: unknown); unk- guides/sleeves/aiming: guide (part# unknown; lot# unknown; quantity: unknown). This report is for one (1) cannscr ø4.5 self-drill l42/14 tan gold. This is report 1 of 1 for complaint (B)(4).